Event description:
A 6f angio-seal vip was used at the end of a catheter procedure. The angio-seal was deployed in a right femoral puncture site. Six days later, the pt developed a new onset of right leg claudication. An angiogram revealed near complete occlusion of the distal right external iliac artery. The next day, the pt was taken to the operating room, and the device was removed from its migrated location.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.